Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not return.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator failed a test step. There was no harm or injury reported. During the evaluation of the device at the third-party service center, no errors were found in the logs and no alarms sounded during run at service center, but service center did confirm an exhaust fan failure during test. The device was examined internally and found the connection from the exhaust fan to the board was loose and not connected securely. The exhaust fan was plugged in securely to address the reported issue and no other faults were found.